Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) had difficulty redocking and could not separate from the delivery catheter after being deployed. The lp was removed, cut from the delivery catheter, and successfully implanted using a different delivery catheter. The patient was in stable condition.